Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient using a large flexnav delivery system. It was noted during procedure, that the patient developed a developed an atrioventricular block. While in cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The length of the membranous septum is 3.1mm. The final non-coronary cusp implant depth was 3mm. There was no calcification confirmed from the subvalvular annulus to the to left ventricular outflow tract. A follow up 2 days later noted that the patient temporarily recovered, but the atrioventricular reoccurred. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. The patient did have a prolonged hospitalization for monitoring of heart rhythm. The patient was in stable condition at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported hospitalization and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.